Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's ipg replacement procedure (related manufacturer report number: 1627487-2023-02967) the lead was fractured. No intervention is planned at this time to address the fractured lead as effective therapy was established post-op.

Manufacturer narrative:
Date of event is estimated.